Event description:
Customer states he received a motor error alarm. Customer's blood glucose was 144 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement, rewind and basic occlusion tests. Unable to perform the occlusion, excessive no delivery and prime tests due to a faulty force sensor. The motor was tested outside of the device and passed. Scratches to the display window, case, reservoir tube window, a cracked battery tube threads and missing end cap sticker also noted.